Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a pump error that is an alarm that is generated when the pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command the motor movement. Customer's blood glucose was 10.7 mmol/l two hours ago. Customer was advised to disconnect from the pump. Customer stated that the pump was not exposed to a high magnetic field. Customer stated that they are not able to rewind the pump. Customer was not at home and did not have an extra infusion set. Customer was advised to rewind the pump and complete the reservoir and tubing process. Customer stated that he will call back. Customer was advised to revert to a back-up plan for the meantime.